Event description:
The facility reported an infusion pump needing batteries. Information was not provided regarding whether or not the device was in patient use when the event occurred. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event and no patient injury had been reported. Though requested, no additional information was provided regarding patient's demographics, medication involved, or device programming. No additional contact information was available.

Manufacturer narrative:
Evaluation was completed on 7 october 2005. The customer reported condition was confirmed. Batteries were replaced and the battery harness was upgraded. Review of the complaint history reveals similar reports have been received for this product for the reported issue.